Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Device manufacture date: manufacture date is unknown. On (B)(6) 2017, it was reported that when the carrier with skin on it (loaded correctly) was being fed through the base it would not move when the handle was turned. . The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on november 16, 2017 revealed that the comb was bent and would not allow for proper operation. The calibration and test mesh could not be taken due to the damaged comb. The side plates, roller, roller gear, hinges, and sliding pins were worn and could be causing problems getting a good mesh. The ratchet gear, pin, and spring were all damaged causing it to not work correctly. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 16, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection the service technician found that the comb was bent not allowing proper operation, the side plates, roller, roller gear, hinges, and sliding pins were worn and ratchet gear, pin, and spring were all damaged causing it to not work. The root cause of the reported event was due to bent comb, the side plates, roller, roller gear, hinges, and sliding pins were worn and ratchet gear, pin, and spring were all damaged causing it to not work. The issue was resolved with the replacement f the roller, worn bushings, worn side plates, damaged comb, gears, damaged hardware, and repaired the ratchet. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was damaged.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when carrier with skin on it (loaded correctly) was being fed through the base it would not move when handle was turned. The event occurred during surgery with no harm or surgical delay. No adverse events were reported as a result of this malfunction.